Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor appeared almost full, with less than a quarter of the expected volume infused. The issue occurred during patient use. The device was filled with 5000mg fluorouracil (5-fu) in 0.9% sodium chloride (nacl) having a final volume of 115ml. The expected infusion time was 48 hours, and the device was disconnected after the expected time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between april 21-23, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.